Event description:
It was reported that the customer received no delivery alarms on the insulin pump. He stated he had performed a 5.0 unit fixed prime and saw insulin come out. Customer was not able to remove the infusion set to examine the cannula. It was advised that there may have been a possible site-related issue, possibly due to a bent cannula or set or site occlusion. Customer was advised to change entire set. His blood glucose was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.